Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching approximately 280 mg/dl and remaining high for about six hours. The patient contacted support due to persistent hyperglycemia, and they were guided through repeating the fill-tubing step to rule out an issue with the tubing. After insulin was dosed through the device, a follow-up call confirmed that the patient¿s glucose levels had begun to decrease. No backup therapy or ketone testing was used, and no medical intervention or additional assistance was required. The patient reported experiencing a headache and stomachache during the event but no severe health effects. Follow-up outreach was conducted to determine whether there were any abnormalities with the infusion set, including whether the cannula had been bent. After multiple attempted contacts, the patient later stated that they did not believe the cannula had been bent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.